Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes. The right ventricular (rv) lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however the rv lead was retained for cultures. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information indicates that the infection appeared to be endocarditis and not in the pocket at the time of explant. There were no additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.